Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : (B)(4) user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention was needed since the last call. No additional blood tests were performed using the truemetrix meter.

Event description:
Consumer reported complaint for low blood glucose test results when compared to another device. Husband is calling on behalf of the customer. The customer's expected blood glucose test result range was undisclosed. Husband stated that on (B)(6) 2017, customer was not feeling well; customer was shaky, had dry mouth and was feeling weak. Husband checked customer's blood sugar using the truemetrix meter and obtained back to back fasting results of 270 and 245 mg/dl. Husband then checked customer's blood sugar using another device and a number result was unobtainable as the result was too high. Husband drove customer to the ER where the diagnosis was high blood sugar. The customer's blood sugar when at the hospital was over 400 mg/dl fasting (result was from glucose meter). The customer was administered insulin, IV and medication for nausea. There were no new medications or healthcare program suggested. The customer left the hospital on (B)(6) 2017. Additional blood tests performed with the truemetrix meter produced fasting results of 99 and 127 mg/dl. At the time of the call on (B)(6) 2017, the customer reported symptoms of shakiness, dry mouth and weakness. Customer stated if symptoms persisted she would seek medical intervention. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.